Event description:
Apollo suture cinch device malfunctioned and wouldn't cut and release the suture at the end of the suturing in the esophagus. This was for a poem (peroral endoscopic myotomy) procedure. The device had to be dismantled and cut in order for it to release and be removed from the patient's esophagus.